Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the floor during their pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. The fluid leak reportedly occurred during dwell 5 of 5. The cause of the leak is unknown. The patient contact reported that there was no fluid on or in the cycler. The patient contact was advised to cancel treatment. The patient contact stated that they will drain the patient and then cancel treatment. Technical support advised the patient to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated that the patient did not complete treatment. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (dosage unknown, intraperitoneal, one day) and fortaz (unknown dosage, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient¿s culture results was negative. The pdrn stated that the patient determined that the issue was with the cassette and is using a different box of cassettes and continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The pdrn believed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.